Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product typ lead product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product typ lead. (B)(4).

Event description:
It was initially reported from (B)(6) 2012 that the stimulator showed a eos (end of service) / eol (end of life) message. The patient was unable to keep anything down and things were coming back up. Later reporting from (B)(6) 2012 noted that the battery was dead and that the patient was vomiting a lot. Later reporting from (B)(6) 2012 noted that the patient's device had been dead since november. The patient had a return of symptoms. The patient could not eat and was dehydrated. Later reporting from (B)(6) 2012 noted the enterra device battery was dead. The patient was supposed to have the ins replaced before the battery depleted but the patient's white cell count was too high. While they were working on the infection the battery died. They were working on getting it replaced but had to get infection under control. Later reporting from (B)(6) 2012 noted that the ins was replaced on (B)(6) 2012 due to low battery. They wanted to know if there was a way to "catch the dead of battery service." If additional information is received, a follow up report will be sent.